Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the pressure transducer printed circuit board (pcb) was identified as defective. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Evaluation of received device's logs, confirmed the claimed pressure transducer test failure. Our conclusion is that pressure transducer pcb was the cause of the failure. However, the root cause to why the part failed has not been established as the mentioned part was not returned for investigation. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440.